Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 489 mg/dl at the time of the incident. Customer¿s blood glucose value was 215 mg/dl. Customer reported that during changing battery on insulin pump yesterday and on cap there is a metal piece that makes connection with battery and it came off she was able to find it and put it back on but now it keeps saying to replace battery and there is a big crack where put the battery in the insulin pump. Customer didn't troubleshoot for high blood glucose as insulin pump was not recognizing a battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected replace battery alert or replace battery now alarm noted during testing or in the pump trace download. Unit was received with missing battery cap contact, cracked battery tube threads, cracked case along the side of the battery tube, scratched case, minor scratched lcd window, cracked select button keypad overlay and scratched keypad overlay.